Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 596 mg/dl. Customer believes that the endocrinologist set basal rates too low on the pump. Additionally, the customer was a brittle diabetic. Customer was subsequently hospitalized where intravenous fluids, nausea medication, and an insulin drip were administered. At the time of the reported event the customer was still admitted to the hospital; however, treatment resolved the issue with no permanent damage sustained. Tandem technical support spoke with nurse practitioner and doctor at the hospital to assist in adjusting pump settings, and resumed insulin delivery.